Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (readings higher than 500 mg/dl / 27.8 mmol/l) which was higher compared to a reading obtained on the built-in reader, and she experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of 1.9 mmol/l was obtained on healthcare meter and customer was determined to have low blood sugar. Sensor reading of 6.9 mmol/l was obtained compared to the 1.9 mmol/l obtained on the healthcare meter, at unknown time. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer was treated with glucose injection by healthcare professional, and no further treatment was required. There was no report of death or permanent impairment associated with this event.